Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. A device software download was unsuccessful. The device was re-interrogated and found to be functioning normally. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.